Event description:
The customer contact reported the pump did not sound an audible alarm tone when the door was opened. The pump was returned from an unspecified location with an unsigned note that stated the door alarm was not working. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.